Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist will not approve them to finish the byte aligner treatment. They were informed they have mild to moderate bone loss and a couple of teeth have movement. At check in patient marked true to periodontitis and loose. This is a contraindicated patient.